Manufacturer narrative:
No medwatch form was received. The reported field event of reset was verified in the laboratory. The cause of the reset was due to a power-on- reset (por) that occurred while delivering high voltage therapy. It is believed that the por was due to a lead anomaly.

Event description:
It was reported that the patient presented to the ER after falling unconscious. At the hospital the device was found in backup vvi mode. It was noted that the high voltage output circuitry was damaged due to high voltage shock therapy. Lead insulation damage suspected. The device was explanted.